Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on march-april 2016 by the orthopedic journal ¿repair of chronic tibialis anterior tendon ruptures.¿ the study reviewed 7 patients and identified achilles tendon insufficiency requiring reoperation with bioabsorbable interference screws in 1 patient during the 2-year follow-up period. Ref: funk ss, gallagher b, thomson ab. Repair of chronic tibialis anterior tendon ruptures. Orthopedics. Mar-apr 2016;39(2):e386-90. Doi:10.3928/01477447-20160307-05.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.